Event description:
It was reported that during surgery for minimally invasive implant of posterior rod/screw fixation the surgeon had trouble breaking off a one of the break-off setscrews. A second setscrew was tried and it also could not be broken off so the surgeon then attempted to break off the setscrew in a mini open way. The same thing happened so the surgeon removed the 5.5mm pedicle screw and replaced with a 6.5. Still the surgeon could not break off the setscrew. Finally, under pressure from the anesthesiologist, the surgery was completed without breaking off the setscrew. There were no issues on the opposite side of the construct. Complications added approximately 90 minutes to surgery time. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.